Event description:
It was reported that, "the above listed implants were implanted by the same surgeon on an unk date in 1997. The patella was not replaced at that time. All of the above were explanted due to pain and loosening. They were replaced with triathlon total stabilizer implants."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-00872.